Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to a electromagnetic navigation bronchoscopy (enb), the metallic tip of the locatable guide is missing. Another device was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Additional information:d9, g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the locatable guide (lg) did not protrude past the extended working channel (ewc). Functionally, the locatable guide (lg) was still intact and no pieces were missing. It was reported that the metallic tip of the locatable guide was missing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: buckled. Functionally, the locatable guide (lg) had buckled inside the handle body. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to ensure the procedure application accurately locates the sensor within the locatable guide, make sure that the locatable guide tip protrudes from the end of the extended working channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to a electromagnetic navigation bronchoscopy (enb), the metallic tip of the locatable guide was missing. Another device was used to resolve the issue. There was no patient involved.